Event description:
It was reported by the customer that the device's trigger broke off during a procedure. The trigger breaking off during a procedure could lead to an infection risk if it were to fall into the surgical field. There was no known patient impact or delay to any known procedures.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. .product not received.

Event description:
It was reported by the customer that the device's trigger broke off during a procedure. The trigger breaking off during a procedure could lead to an infection risk if it were to fall into the surgical field. There was no known patient impact or delay to any known procedures.